Event description:
Additional information reported that the patient presented for an office visit on (B)(6) 2019 with increased drainage. The patient¿s abdomen was re-cultured on (B)(6) 2019 and (B)(6) 2019. The patient was started on doxycycline on (B)(6) 2019 to be completed in 14 days of prescribed course.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided.

Manufacturer narrative:
Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year and 7 months. Manufactures investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was in the clinic for an office visit and presented with brownish and reddish drainage. Cultures obtained on (B)(6) 2019 were positive for staphylococcus. On (B)(6) 2019, the patient was prescribed oral antibiotics and completed on (B)(6) 2019. No additional information was provided.